Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer unable to press buttons on the pump got frozen display on insulin pump and stuck button keypad anomaly. Customer states the display was not blank less than 30 seconds and/or did not return 5 minutes. The customer stated that the display is blank currently. The contact on the battery cap were neither missing nor damaged. The battery compartment and spring was neither damaged nor corroded. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.